Event description:
It was reported that the patient underwent a hip revision due to an infection. The cup and stem were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign - event occurred in australia h6: proposed component code: mechanical (g04) ¿ head. Complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.